Manufacturer narrative:
This report is submitted on oct 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to otitis media cholesteatoma. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 30, 2021.